Event description:
Information was received indicating a pump was alarming no disposable, not detecting the cassette, when a smiths medical, cadd medication cassette was attached. It was reported that troubleshooting was unsuccessful and there was 90 ml remaining, and the pump rate was 90 ml over 24 hours. No adverse patient effects were reported. No additional information is available at this time

Manufacturer narrative:
Additional contact information: (B)(6).